Event description:
On 11/8/96, a facility nurse contacted the MFR to report 2 incidents of pain during use of the needles. This report concerns the first event. On 11/8/96, the facility nurse informed a MFR customer svc rep that the needle does not go in as easily as the needles formerly distributed by the MFR and that this needle seemed "heavier." The facility nurse asked the pt if the needle hurt more than usual and the pt said "yes".